Manufacturer narrative:
The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is four of five reports (3007042319-2016-01238, 01239, 01240, 01241 and 01242) submitted for devices related to the same event.

Event description:
As by distributor: for two days, the patient experienced abnormal controller and battery behavior and all batteries with controller were exchanged with no effect to the patient. Events came in coded as power switching.

Manufacturer narrative:
It was reported that the patient was experiencing abnormal behavior between the controller and batteries. The controller, (B)(4), and batteries (B)(4) were returned for evaluation. Batteries (B)(4) were not returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the receiving inspection records confirmed that (B)(4) met all requirements for release. Analysis of (B)(4) revealed that the devices met specifications; the units passed visual examination and functional testing. Analysis of (B)(4) revealed that the device failed to meet specifications; the device failed visual inspection due to a loose power port one (1) connector. This observation is not related to the reported event. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, the manufacturer is still investigating loose connector . Log file analysis revealed multiple premature power switching events involving (B)(4). This observation is most likely the abnormal behavior that the patient described in the event details. Log analysis revealed that battery (B)(4) was involved in a switching event but was the secondary power source attached at the time of the event. The most likely root cause of the reported event can be attributed to a communication error between the controller and batteries. The manufacturer is investigating communication errors between the controller and batteries. This is four of five reports (3007042319-2016-01238, 01239, 01240, 01241 and 01242) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.